Event description:
The customer stated a patient sample generated an initial result of 39.9 u/ml on the architect ca 125 ii assay. The sample was retested twice, with results of 10.3 and 10.9 u/ml. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). An investigation was performed and included a review of the customer's complaint and data, a review of complaint tracking and trending and a review of the architect ca 125 ii reagent package insert. After further evaluation, the suspect medical device was changed from the architect i2000sr analyzer list # 3m74-01, manufacturing site abbott labs, (B)(4) to the architect ca 125 ii reagent, list # 2k45-20, manufacturing site abbott labs, (B)(4). Our investigation has determined that the product in question is performing acceptably. We reviewed customer complaints received to-date to determine if others have experienced the same issue. Our review of this data did not identify any adverse trend in reports related to the customer's issue that would suggest a potential problem with the assay. The customer was referred to the specimen collection and preparation for analysis and the limitation of the procedure sections of the architect ca 125 ii assay reagent package insert (B)(4) for information regarding the observed issue. The specimen collection and preparation for analysis section states, "ensure that complete clot formation in serum specimens has taken place prior to centrifugation. Some specimens, especially those from patients receiving anticoagulant or thrombolytic therapy, may exhibit increased clotting time. If the specimen is centrifuged before a complete clot forms, the presence of fibrin may cause erroneous results." In addition, the package insert states in the limitations of the procedure section, "for diagnostic purposes, results should be used in conjunction with other data; e.g., symptoms, results of other tests, clinical impressions, etc." This section also states, "...a ca 125 assay value, regardless of level, should not be interpreted as absolute evidence for the presence or absence of malignant disease. The ca 125 assay value should be used in conjunction with information available from clinical evaluation and other diagnostic procedures. The architect ca 125 ii assay should not be used as a cancer screening test." No product deficiency was identified and no further investigation is required. This is the final report.